Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen for a follow up check with complaint of discomfort in the left upper chest and neck area. Exam of the patient revealed that the device and leads had migrated and the skin over the pocket was stretched and somewhat red. The pocket area was debrided and the device pocket was revised. The device and leads remain in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.